Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, device rupture and "6.4 mm diameter siliconoma" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed "fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component in relation with prosthesis and presence of negative cd 30 lymphoid cellularity".

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿presence of a 6.4 mm diameter siliconoma is visible in the lower inner quadrant¿, capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, device rupture and "6.4 mm diameter siliconoma" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed "fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component in relation with prosthesis and presence of negative cd 30 lymphoid cellularity".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ granuloma: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, device rupture and "6.4 mm diameter siliconoma" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed "fibrosis in relation with the periprosthetic capsule, histiocytic reaction to the exogenous component in relation with prosthesis and presence of negative cd 30 lymphoid cellularity".